Event description:
It was reported that the patient was reprogrammed and had no further incidences of the out-of-range (oor) error message. She was getting good coverage and was seeing her physician only as needed.

Event description:
It was reported the patient programmer (pp) display showed "call your doctor" icon. There was an oor condition when new pp was used out of the box. Impedances were tested at 1.5 volts and 739-1033 ohms were read on all reference electrodes. Re-ran at 3.0 volts and all impedances were between 800-900 ohms for all contacts. The patient was programmed as follows: 4.0v, 60hz, 360 pw, 3+,4-,5+. The therapy impedance was fine in operating room. Impedances re-tested were at 623 ohms. The impedances were re-tested with the pp and oor message gone. The patient was feeling stimulation. Additional information received reported that stimulation could not be adjusted. The display showed "call your doctor" icon. There was an oor condition. The oor was seen when the patient was first implanted. It was also seen on that morning. The patient only has 1 program at 3.5v, 450us, 60hz and 3 active electrodes. The impedances were normal at around 800 to 1000, even after looking through all impedance values during intraoperative testing and recovery testing. There were no problems during placement of leads, all components were new, and there was a direct connection of the lead. There was no pocket stimulation. The wound healing status was unknown at the time. The patient had to increase their voltage value to 7.1v to get the same feeling as when the implantable neurostimulator (ins) was first programmed. Stimulation was in right area. It had to be turned up much higher for the same effect. There were no positional related changes with stimulation. The ins went from 100% charged to depleted in 1-2 days. The manufacturer representative was going to meet with the patient to do another impedance test. The lead was placed just left of midline for coverage of foot. There were coupling and or communication issues. This was normal, as the patient was only one week post-op and still had bandages placed over the healing wound. They were getting four bars and were able to charge the ins "somewhat." The temperature sensor warning showed for the antenna, which was considered normal because of the bandages. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744. Product type: programmer, patient: product ID 37744, serial# (B)(4). Product type: programmer, patient. Product ID 3550-29, lot# n325910, implanted: (B)(6) 2012. Product type: accessory. (B)(4).